Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope's focus function was not usable. There was no report of patient harm. The device was returned, evaluated, and there was foreign material inside the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a deformed plug unit. In addition to the foreign material inside the air/water tube, other evaluation findings are as follows: the air/water cylinder had foreign objects; the micro connector unit in the suction connector was corroded due to water leakage; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive around the light guide lens was cracked; the adhesive around the bending section cover was detached; and the universal cord was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.